Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. B3: date of event - estimated as 01aug2024 as the date of the event is unknown and the aware date was 01aug2024.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation, the end of the dilator was noted to have a sharp traumatic end with a burr observed at the tip of the dilator. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported as a result of the event. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: laboratory analysis of the returned faradrive steerable sheath found damage to the dilator tip. B3: date of event - estimated as (B)(6) 2024 as the date of the event is unknown and the aware date was 01aug2024.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation, the end of the dilator was noted to have a sharp traumatic end with a burr observed at the tip of the dilator. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported as a result of the event. The sheath was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive on the inner rim of the shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath. The proximal shaft inner diameter and dilator outer diameter conformed within the design specifications. H11: device analysis updated. H6: component codes, evaluation result codes, evaluation conclusion codes. B3: date of event - estimated as 01aug2024 as the date of the event is unknown and the aware date was 01aug2024. Detailed event date and initial reporter name information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available following efforts.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation, the end of the dilator was noted to have a sharp traumatic end with a burr observed at the tip of the dilator. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported as a result of the event. The sheath was returned for laboratory analysis.